Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer reset the pump and was advised against doing so in the future. Technical support arranged to send a replacement pump, instructed the customer on storage and return procedures, and confirmed the shipping address.